Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. It is also outlined in the pm not to cover up and keep the controller in the authorized manufacturer carrying cases and bags, so that they do not get hot. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was in hospital for routine visit and was complaining that his controller is very warm since it was upgraded on the (B)(6) 2016. It was confirmed by the team in hospital that this controller was very hot. After a call with the manufacturer representative, it was decided to exchange this one. Patient tolerated well the exchange. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. However, supplemental testing revealed that the external surface of the controller exceeded the upper limit specification. Internal inspection of the controller revealed the source of the overheating to be transistor q3. This issue is currently being investigated by the supplier. The most likely root cause of the reported event can be attributed to a faulty q3 transistor. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.